Manufacturer narrative:
Device was returned and evaluated all alarms functioned as expected. Complaint could not be confirmed.

Event description:
Information indicates that pump does not beep when done and continues to pump air into stomach. Testing ran as expected. No patient impact reported.